Event description:
The physician intended to use an endeavor resolute drug eluting stent. The target lesion had 98% stenosis and was located in the lcx. The lesion was pre-dilated and the device was advanced but it could not cross the lesion. The physician used other brand of product to complete the surgery. Following device evaluation, it was noted that the stent was damaged. There were no patient complications reported. Device evaluation: the distal tip was flared. The hypotube was kinked 55.5cm distal to the strain relief. A number of struts on the 3rd distal segment were raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (failure to deliver the stent and stent deformation); patient condition affected effectiveness of the device (lesion morphology). Conclusion: known inherent risk of procedure (failure to deliver the stent and stent deformation); device failure related to patient condition (lesion morphology). (B)(4).